Event description:
A customer reported that results for multiple patient samples, obtained from a vitros 350 chemistry system, were associated with incorrect patient samples. No discordant patient results were reported to the clinician, as the customer identified the error because the assay test results obtained were not as requested for the affected patient. The samples were repeated and the correct results were issued from the laboratory after each occurrence there was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results for multiple patient samples were mis-associated with incorrect patient names and demographics while using vitros 350 chemistry system. The customer re-used sample ids that had pending tests stored in the analyzer. The device labeling, located in the vitros 250/350 operator manual, describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The root cause of this event is user error. As per device labeling, the ocd csc instructed the user to turn sample program retention to off and advised the user to review the vitros 250/350 operator's manual section 7-7. The customer indicated that they will review and follow the vitros operator's manual instructions, as recommended. The 350 chemistry system was operating as intended.